Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to loose dovetail screw within the device. The loosened screw shorted to the power interface module (pim) board and circuit processing unit (cpu) board. The pim board and cpu board were replaced and dovetail screws were properly seated to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.